Manufacturer narrative:
B1 added selection that was omitted from the initial report that was submitted.h6 medical device problem codes were added.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted via the left femoral artery in an 89-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). During the procedure, the pump was inadvertently started while the wire remained inside the catheter and still within the sheath, resulting in damage to the impella and subsequent failure to advance. The reported events are failure to advance, medical device removal, and hemodynamic instability. The impella cp will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the removal; however, the removal was performed with no consequence to the patient and support.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Pump unintended start: the cause of the issue was related to unintended use of the pump, as clinical details state the pump was accidentally started during insertion. Pd-generic: the cause of the issue was most likely related to unintended use due to the accidental pump start with the guidewire inside; however, the exact damage could not be confirmed without returned product investigation.

Manufacturer narrative:
H6: based on a review of the complaint file, code a150204 was omitted.